Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving battery charger faults. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon eval contamination was found on the battery board, which caused the battery charger faults. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement battery charger/modem.